Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that capture thresholds and impedance were high. Additionally, there was pocket stimulation. The ventricular lead and pulse generator were explanted and replaced. There were no patient complications reported as a result of this event.